Event description:
It was reported to MFR that the hand held screen became frozen intraoperatively. A soft reset was performed and did not resolve the issue. The patient's device was able to be interrogated successfully with another programming system. Add'l clarification is being requested to determine if the hand held screen froze following a successful interrogation, or at another screen, but a response has not yet been received. The hand held and software have been returned to manufacture and is pending the completion of device analysis.